Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ocella. Concurrent conditions included obesity, menses irregular and vaginal irritation. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), hyperaesthesia ("hormonal changes describe: extra sensitive"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), fatigue ("fatigue"), adnexa uteri pain ("left ovary pain"), arthralgia ("hip pain") and back pain ("lower back pain"). The patient was treated with surgery (to remove essure devices/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, anxiety, depression, hyperaesthesia, cystitis, migraine, headache and pelvic pain outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea, adnexa uteri pain, arthralgia and back pain had resolved and the fatigue was resolving. The reporter considered adnexa uteri pain, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hyperaesthesia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; on (B)(6) 2014: result: total bilateral occlusion. Impression: hsg showing essure with appropriate placement and no contrast beyond the device.. Pathology test - on (B)(6) 2015: result: final diagnosis: endometrium biopsy mid proliferative phase endometrium with no pathologic findings.; on (B)(6) 2015: result: final diagnosis: uterus and bilateral fallopian tubes, supracervical laparoscopic hysterectomy and bilateral salpingectomy unremarkable myometrium. Proliferative endometrium. Unremarkable fallopian tubes. Two metallic coils. Gross description: two metal coil wires are found within the myometrium, each measuring approximately 3 cm in length. The fallopian tubes are sectioned and appear grossly unremarkable. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: depression and menorrhagia. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received with her demographic details were updated. Reporter added. Product indication updated. Race information added. Essure explant date updated from (B)(6) 2015.following events were added: hormonal changes describe: extra sensitive, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), infection (bladder/urinary tract/vaginal) type: bladder, migraines, headaches, dysmenorrhea (cramping), pain, fatigue, left ovary pain, hip pain and lower back pain. Event outcome added for: left ovary pain, hip pain, lower back pain, dysmenorrhea (cramping), fatigue, abnormal bleeding (vaginal) and abnormal bleeding(menorrhagia).historical drug added. Medical history added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (to remove essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.